Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor provided higher readings when compared to a competitor meter. On (B)(6) 2018, customer received a message "hi" (reading greater than 500 mg/dl) on the sensor compared to an unknown capillary reading. Customer experienced symptoms of perspiration and subsequently lost consciousness. Customer was treated with coca-cola by his colleagues and an intravenous glucose (g10%) infusion was administered by the emergency medical professionals. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). The sensor plug was properly seated in sensor mount. Performed visual inspection on sensor plug assembly and no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported the adc freestyle libre sensor provided higher readings when compared to a competitor meter. On (B)(4) 2018, customer received a message "hi" (reading greater than 500 mg/dl) on the sensor compared to an unknown capillary reading. Customer experienced symptoms of perspiration and subsequently lost consciousness. Customer was treated with coca-cola by his colleagues and an intravenous glucose (g10%) infusion was administered by the emergency medical professionals. There was no report of death or permanent injury associated with this event.